Event description:
The sales representative reported on behalf of the customer that the l3000lg, hall large lithium battery, was being used on (B)(6) 2026 and the ¿large hall lithium battery started on fire on back table, corrosion and combustion¿. Update received on 2apr2026: ¿there was an actual flame (1/2¿ flame came right out of the connections). New charger ¿ black ports. Per the account, may have been overcharging or dropped at some point ¿ surgeon uses back of battery as a hammer sometimes.¿ there was no report of impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Inspection of the battery pack photographs revealed severe corrosion on both the positive and negative gold plated contacts, with significant degradation of the gold plating and exposure of the underlying base material. The exposed tips of both contacts exhibited partial melting, consistent with a short circuit event (see attached photos). The observed damage suggests that the positive and negative terminals likely came into contact with a conductive metal object, such as the sterilization tray and/or metal surgical instruments or accessories sterilized in the same tray. The resulting short circuit would have generated localized heating at the contacts, as evidenced by the melted contact tips and corresponding melting of the adjacent plastic enclosure. It is suspected that electrical arcing and burning of the enclosure plastic caused the brief flame that was observed. Root cause cannot be determined, however, based upon evaluation of the device and engineering input; a possible cause of this event could be that the positive and negative terminals likely came into contact with a conductive metal object, such as the sterilization tray and/or metal surgical instruments or accessories sterilized in the same tray. The resulting short circuit would have generated localized heating at the contacts, as evidenced by the melted contact tips and corresponding melting of the adjacent plastic enclosure. It is suspected that electrical arcing and burning of the enclosure plastic caused the brief flame that was observed. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. A device history record (DHR) was requested from the manufacturer and to date, a response has not been received; therefore, a review cannot be conducted. A two-year review of complaint history revealed there has been a total of 4 reports, regarding 4 devices, for this device family and failure mode. During this same time frame 40,774 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: inspect battery pack for damage (e.g., cracks in battery case, corrosion on contacts, etc) prior to use. Do not use damaed battery packs. If battery pack is damaged and leakage or residue is noticed, do not allow it to come in contact with skin, eyes or clothing. We will continue to monitor per regulatory requirements to help ensure patient safety